Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon burst occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified anterior tibial artery. A 2.50mm x 150mm, 150cm ranger balloon catheter was advanced for dilation. During the procedure, the balloon burst upon first inflation before it reached the nominal burst pressure (nbp). The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: no. (B)(6). Device evaluated by MFR: the ranger device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied, and the balloon was inflated to its rate of burst pressure for 30 seconds using deionizes water and digital timer, without any leaks or issues noted. A vacuum was then applied. The inflation device was verified at 14 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with the balloon material. As per IFU the rated burst pressure for this device is 14 atmospheres. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube shaft found no issues with the shaft. This concludes the product analysis.

Event description:
It was reported that a balloon burst occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified anterior tibial artery. A 2.50mm x 150mm, 150cm ranger balloon catheter was advanced for dilation. During the procedure, the balloon burst upon first inflation before it reached the nominal burst pressure (nbp). The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Investigation results: device evaluated by MFR: the ranger device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied, and the balloon was inflated to its rate of burst pressure for 30 seconds using deionizes water and digital timer, without any leaks or issues noted. A vacuum was then applied. The inflation device was verified at 14 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with the balloon material. As per IFU the rated burst pressure for this device is 14 atmospheres. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube shaft found no issues with the shaft. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the ranger sl (dcb) device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that a balloon burst occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified anterior tibial artery. A 2.50mm x 150mm, 150cm ranger balloon catheter was advanced for dilation. During the procedure, the balloon burst upon first inflation before it reached the nominal burst pressure (nbp). The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.